Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, five leaflets, leaflet indentations, and enlarged atrium. Two trclip xtws were deployed on the tricuspid valve, reducing tr to a grade of 3. On (B)(6) 2024, an echocardiogram was performed and revealed that the second implanted clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The tr remained at grade 3. The patient was reported to be stable without any further complications.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.